Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked glass, scratched case, pillowing keypad overlay, and cracked keypad overlay. After battery installation device gave an unexpected blank or white display due to a cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and had blank screen. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged and spring was neither damaged nor corroded. Customer was advised to insert new battery and display did not return after insulin pump restart. Customer stated that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.